Event description:
It was reported that the nursing stuff started a norepinephrine infusion at 10mcg and titrated up until they got a blood pressure. The large volume pump module alarmed for "safety clamp error" and the clinician noticed that the drip chamber on the tubing was still dripping even though the pump module itself was flashing red and not running. The clinician closed the roller clamp and removed the IV set from the pump module. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: concomitant med prod data. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of safety clamp error was confirmed during the log review; however, the report of free flow could not be confirmed. The cause for both issues reported could not be ascertained from the log only investigation. ¿ the log indicated error code 222.4040 occurred on (B)(6) 2024 at 12:18 pm while infusing at the rate of 100ml/h the infusion had been running for 3 minutes prior to the error. The cause for the channel error event could not be identified because the requested devices were not provided by the facility. ¿ the customer provided an event date of (B)(6) 2024 at 3:52 pm. Based on the review of the concomitant pcu s/n (B)(6) event log, on (B)(6) 2024 at 12:15 pm the pump module started the infusion of drug ID 210 with a programmed rate of 100 ml/hr and the volume to be infused (vtbi) was set at 50 ml. ¿ the primary volume infused (pvi) was recorded at the value of 83.992ml, which was an accumulated total from prior performed infusions. At 12:18 pm, the pump module had a malfunction (code 222.4040.0), and the infusion stopped. At 12:19 pm, the pump module was removed, then was added and programmed with a vtbi =100 ml, rate =46.6 ml/hr. At 12:22 pm, to 12:32 pm, the pump alarmed door open 28 times, then the infusion was restarted after door closures, the duration of the numerous recorded safety clamp open alarms in total was of 97 seconds. At 12:52 pm, the pump module alarmed air in line at 12:53 pm, the pump was channel off. At 3:52 pm, the pump module was programmed with drug ID 380 a vtbi =200 ml, and rate =18.75 ml/hr. The pump alarmed door open 3 times, then the infusion was restarted 7 times, the duration of the safety clamp open alarms that occurred during the same period in total was of 14 seconds. At 3:53 pm, the pump alarmed check IV set and was removed inducing a channel disconnected alarm on the pcu that was confirmed by the user. The final pvi was recorded at the value of 125.525ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation ¿ bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of free flow of norepinephrine was not able to be identified during the investigation. The root cause for the reported safety clamp error could not be identified during the log review. The root cause of the error code 222.4040.0 (safety processor cross check) could also not be identified from a review of the logs. Note that imdrf annex a0404, c07, d15 and g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the nursing stuff started a norepinephrine infusion at 10mcg and titrated up until they got a blood pressure. The large volume pump module alarmed for "safety clamp error" and the clinician noticed that the drip chamber on the tubing was still dripping even though the pump module itself was flashing red and not running. The clinician closed the roller clamp and removed the IV set from the pump module. There was patient involvement but no harm. The party servicer later completed their investigation and found that the pump module had failed due to a faulty air in line sensor. The air in line sensor was replaced.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nursing stuff started a norepinephrine infusion at 10mcg and titrated up until they got a blood pressure. The large volume pump module alarmed for "safety clamp error" and the clinician noticed that the drip chamber on the tubing was still dripping even though the pump module itself was flashing red and not running. The clinician closed the roller clamp and removed the IV set from the pump module. There was patient involvement but no harm.